Event description:
Customer reported one failed sars-cov-2 tma run using assay lot 278520 on panther instrument sn (B)(4) due to a low positive control rlu value. Customer did not provide logs or a specific worklist ID.

Manufacturer narrative:
Hologic technical support (ts) reached out to customer and noted there was an internal investigation ongoing for lower performance of covid-19 tma controls that showed some lot-to-lot variation but was still found to pass all qc release criteria. Customer understood and confirmed they continued to run covid-19 tma assays without issue. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.